Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentary surgical procedure, the 8mm medium-large clip applier instrument clips don't hold properly. The customer had problems with these clip pliers several times already. The procedure was completed with no reported injury. Intuitive surgical (is) obtained the following additional information regarding this event: the issue happened two times during the same surgery and it was solved by opening a new instrument but apparently it has happened several times before.